Event description:
Ordered new versed 50mg/50ml gtt (medication that was infusing in malfunctioning pump). Did not bolus any of this medication and was concerned as to why the medication needed replacing so soon. Upon assessment, volume of this medication is completely empty. Medication was hung at 0200 hour not newly spiked, meaning no need to prime tubing). Medication should have ran for about 10 hours. Medication infused in about 5 hours. Information in display window: midazolam 50mg/50ml, dose 5mg/hr, rate 5 ml, vtbi=16.5 time 03:19. No patient harm.device #1is this a laboratory device or laboratory test?no.